Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low reading from the adc freestyle libre 2 sensor. The customer reported that he did not experience any symptoms however called for an ambulance. The customer was taken to the hospital where he obtained unspecified low sensor readings in comparison to a reading of "about 600" on an hcp device and was diagnosed with hyperglycemia. The customer was treated with an insulin injection, potassium infusion, and intravenous saline. There was no report of death or permanent injury associated with this event.